Event description:
Hip replacement in 1999. In 2002, mechanical symptoms noted. Loud noise heard with any motion, standing or moving forward. X-rays looked fine however something obviously wrong. Evaluation negative for sepsis however md recommends exploration of hip. Possible concerns: (1) chipping (2) fracture of ceramic, (3) corrosion, (4) metal to metal, (5) debris. Rptr sure that system is a "trident system" that recently received FDA approval. Reporter requesting FDA assistance for 3rd party evaluation of explanted devices. Surgery tentatively scheduled for premature device failure. Reporter requesting FDA analyst call back.